Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, two separate ablations were done with the same probe wherein in the first ablation there was no heat sink while in the second ablation the temperature did not increase. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The device was activated on tissue and lesioned normally. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation of liver tumor, two separate ablations were done with the same probe wherein in the first ablation there was no heat sink while in the second ablation the temperature did not increase. Surgeon used another microwave antenna to complete the procedure. There was no patient injury.